Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the 2k preventive maintenance parts, but device wasn't cooling. Per additional information updated from ttm on 14aug2025, biomed stated they completed the 2000hr maintenance and now the chiller did not seem to be functioning appropriately. They had targeted temperature (tt) set to 4c, but the chiller temperature (t4) was at 31.5c. Sn: (B)(6). Per review of wo notes on 14aug2025, biomed forgot to reconnect the chiller after reassembly.

Event description:
It was reported that the biomed replaced the 2k preventive maintenance parts, but device wasn't cooling. Per additional information updated from ttm on 14aug2025, biomed stated they completed the 2000hr maintenance and now the chiller did not seem to be functioning appropriately. They had targeted temperature (tt) set to 4c, but the chiller temperature (t4) was at 31.5c. Sn: (B)(6). Per review of wo notes on 14aug2025, biomed forgot to reconnect the chiller after reassembly.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is the biomed not reconnecting the chiller pump after replacement. Per additional information updated from ttm on 14aug2025, biomed stated they completed the 2000hr maintenance and now the chiller did not seem to be functioning appropriately. They had targeted temperature (tt) set to 4c, but the chiller temperature (t4) was at 31.5c. Sn: (B)(6). Per review of wo notes on 14aug2025, biomed forgot to reconnect the chiller after reassembly. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per service manual baw2800549 rev 2: 8.12 replacing ac chiller pump tools and supplies required: 7/16¿ wrench, 5/16¿ nut driver, small flat blade screwdriver. 1. Remove internal components from the chiller frame and separate them into 2 sections (steps 8.6, 8.7 or 8.8). 2. Remove the pump power connector from the main voltage circuit card. 3. Using the 5/16¿ nut driver, remove the ground connection by unscrewing and removing the nut shown in figure 8-40. 4. Remove the two bolts on either side of the chiller pump. 5. Remove the chiller pump. 6. Use the small flat blade screwdriver to pop open the clamp connecting the chiller pump tubing to the drain valve. (Use pliers when reconnecting.) 7. When reinstalling, insert the seal into the tank first and then reinstall the pump. 8.13 replacing dc chiller pump tools and supplies required: 7/16¿ nut driver. Small flat blade screwdriver. Wire cutters. 1. Remove the internal components (steps 8.6, 8.7, or 8.8). 2. Using the wire cutters cut the cable tie to free up chiller pump power supply connectors and disconnect cables from ac circuit board. 3. Loosen chiller pump clamp and remove tube from drain valve. 4. Remove two 5/16¿ bolts securing chiller pump to frame. 5. Pull chiller pump assembly from device. 6. When reinstalling dc chiller pump, place two o-rings on inlet side and insert chiller into tank. Ensure even insertion of o-rings. 7. Reassemble device. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.